Event description:
In finland, a customer reported issues with the wake button on their insulin pump, which was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose levels as they remained within normal range. Technical support instructed the customer on how to press the button properly and confirmed the shipping of a replacement pump. The customer was advised to continue insulin delivery using multiple daily injections (mdi) until the new pump arrived, and they were directed to return the faulty pump using a pre-paid label within ten days.